Event description:
Customer was performing routine functional testing of transport unit. When they powered on the infant star 100, it delivered no breaths for 12 minutes, after which time it began to deliver breaths normally. Unit was powered off then back on again and device functioned normally.